Event description:
It was reported that the customer received a button error alarm on the insulin pump after it was dropped in water. The customer's blood glucose level was 9.0 mmol/l. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm were noted. No moisture damage on motor assembly or electronic assembly was noted during visual inspection. The insulin pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No moisture damage on motor assembly or electronic assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.